Event description:
It was reported by service report that the unit was smoking due to damaged electrical components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.